Manufacturer narrative:
This report is submitted on march 24, 2022.

Event description:
Per the clinic, the device was explanted (date unknown and reason for explant unknown). It is unknown if the patient was re-implanted with another device.